Event description:
It was reported that during a gastric bypass procedure, the device was not clipping properly. Clips kept falling off. Pulled another device to continue procedure without incident. No pt consequence.